Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported a blank display, pump error 63(hardware low level failures). Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed self-test, however, constant pump error 3 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thus. Verified pump alarmed pump error 63 (file number 2010 line number 673) on 03/17/2024 12:14:13.000 due to known ambient sensor failure in pump downloaded history. Pump error 4 (file number 32122 line number 2727) on 03/17/2024 12:14:12.000. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 3 alarms during testing. Unit cut open for visual inspection of moisture damage noted to electronic assemblies during visual inspection. Unit received with serial number label damage (stained), battery tube threads - cracked, cracked case (battery tube), cracked case - corner of belt clip rails, stained keypad overlay, pillowing keypad overlay. Customer concern of pump error 63 was verified in pump download history along with pump error 4. Pump error 3 alarmed after rewind during testing. Moisture damage noted to electronic and motor assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.